Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that during an unspecified infusion, the user noted fluid remaining after the infusion was completed . There was no indication of patient harm.

Manufacturer narrative:
After further review it was determined that the suspect device is a disposable set and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2019-01433 for MDR reporting.

Event description:
It was reported that a secondary bumex (0.25mg/ml 4mg/250ml) infusion was programmed at 66ml/hr. For 1 hr. The nurse noted that the bag was completely full (not administered), and the safety clamps were unclamped. It was later reported that patient required additional bumex doses which were administered without issue. The customer added that no air in line (ail) alarms were seen in the cqi data, however patient side occlusion alarms were present. Although requested, there was no further information provided. There was no report of patient harm.

Event description:
It was reported that a secondary bumex (0.25mg/ml 4mg/250ml) infusion was programmed at 66ml/hr. For 1 hr. The nurse noted that the bag was completely full (not administered), and the safety clamps were unclamped. It was later reported that patient required additional bumex doses which were administered without issue. The customer added that no air in line (ail) alarms were seen in the cqi data, however patient side occlusion alarms were present. Although requested, there was no further information provided. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 50 ml baxter bag ndc (B)(4), lot p383174, exp feb 2020; 500 ml baxter bag ndc (B)(4), lot y290197, exp may 2020, 0.9% sodium chloride injection. Additional information provided from the customer. The concomitant products have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.